Event description:
During routine testing of the device at the service center, the service technician reported, the inner cable protrudes out too far. The cable was originally returned for repair due to a cut in the cable and a poor end connection when the protruding inner cable was found. Since the event occurred during routine testing of the device, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.